Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut off suddenly after priming during setup for cataract surgery. The staff tried a hard restart but there was no start up or fans. An alternate system was used to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The company service representative found system message (sm) - [lost ac power.] In the event log. The power distribution printed circuit board (pcb) was nonconforming and was replaced. The system was then tested and met all product specifications. The system was manufactured on october 5, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power distribution printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).